Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat uterine prolapse, a cystocele and vaginal prolapse on (B)(6) 2006 and mesh was used. The patient experienced pain, bleeding, dysuria, dyspareunia, infections, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient experienced vaginal mesh erosion. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent excision of mesh, culdoplasty and anterior vaginal repair on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat uterine prolapse on (B)(6) 2006 and mesh was used. The patient experience pain, bleeding, dysuria, dyspareunia, infections, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.